Manufacturer narrative:
Clarification to d6a: partial date on (B)(6) 2015 provided. Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "contracture grade 3". Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No. Additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "contracture grade 3" diagnosed via MRI. Device has been explanted and replaced with another manufacturer´s device.